Manufacturer narrative:
The candela cryogen cannister, gentlecool pro, safety data sheet (sds) states to store at room temperature. Keep at temperatures below 52 °c / 126°f. Do not store near combustible materials. Gentlecool pro sds also states contains gas under pressure; may explode if heated. Ruptured cylinders may rocket. Customer provided recent room temperature of 68 degrees fahrenheit. Canister warmers are used to warm the cryogen cannister to a maximum of 120f, which is below safe handling recommendations. Candela failure analysis report confirms that the returned cannister warmer associated with this compliant heated to 120f which is within specification. Failure analysis confirmed that canister warmer was within specification. Based on all available information the cause for this event is cause not established indicating that the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Manufacturer narrative:
On 19sep23 new information was received, noting customer is refilling cryogen canisters. Despite the fact that the canister label states single use, customer was refilling the cryogen canisters. Based on all available information the cause for this event is unintended use error caused or contributed to event.

Event description:
A customer in illinois reported an incident involving their cryogen cannister warmer and cryogen can. Customer reported that the incident occurred "outside of normal business hours between the evening of (B)(6) 2023, and morning of (B)(6) 2023." The clinic team found a ruptured aluminum cryogen can. The cryogen cannister which "was located in the treatment room cryogen warmer was found ruptured along the container side." The treatment room where the container was discovered had shattered glass from containers holding medical supplies and a ceiling tile was destroyed. There were no reported injuries or witnesses to the event. The customer provided images of the ruptured cannister and the treatment room. The customer disposed of the ruptured cannister and was not able to provide additional information regarding the cannister. Candela has requested the cannister warmer be returned to candela for investigation. Receipt of this device is pending.